Event description:
On (B)(6) 2010, patient reported he continues to notice insulin or condensation inside of the infusion device. Patient stated he first noticed this issue last night while changing the cartridge. Patient reported he had 2.0 units of insulin left in the cartridge. Patient is currently wearing the infusion device but doesn't have any items to troubleshoot at this time. Advised patient to dry compartment out with a cotton swab. Reviewed how to properly remove the insulin cartridge from the infusion device. Patient reported the doctor wants him to adjust the basal rates in his infusion device. Assisted patient with adjusting basal rates. On call back from patient on (B)(6) 2010, patient reported he dried out the cartridge compartment but now that he is going to bed, he sees that there is once again insulin building up inside of the cartridge compartment. Patient stated he can smell that it is insulin and that the insulin did not pour out of the device, but that there was quite a bit inside of the compartment. Patient reported the cartridge came out of the same box as a previous insulin cartridge that was leaking. Patient stated the plunger did not get stuck on the piston rod. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.